Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump smelled of insulin in the cartridge compartment and there was moisture present in the same compartment. This complaint is being reported because it was not resolved with troubleshooting since the pump was not available at the time. There was no allegation of an adverse event associated with this complaint.